Event description:
Customer alleges imprecision with inratio meter. Results as follows: date: (B)(6) 2011. Inratio: 1.6, 3.2. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.